Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient never had therapeutic benefit from the device so it was going to be explanted; they reported that it didn't go to the right place. The patient was having a back surgery and since it wasn't doing them any good the surgeon wanted to take it out. The explant was scheduled for (B)(6) 2018. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator never went to the right place many times rep tried to correct it. Patient said they have spoken to the surgeon who will remove the device and he says he knows the procedure to take care of the device. No patient symptoms or complications were reported in this event.